Manufacturer narrative:
Concomitant medical products: product ID: dtma1qq crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged from the coronary sinus. It was taken out, cleaned, and reimplanted back into the coronary sinus. No patient complications have been reported as a result of this event.